Event description:
It was reported that immediately after implanting the lead, fluoroscopy showed a slight bend in the lead between contacts 0 and 1. When the stylet was pulled out, the bend in the lead became more pronounced. The lead was removed and replaced. The second lead was straight. The pt incurred no injury and recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the lead model 3387s (lot # v670116) found the distal lead was bent between electrodes 0 and 1. The lead was electrically okay; continuity was acceptable with no shorts. Analysis of the stylet found no significant anomalies. The stylet had a slight overall curvature due to shipping.